Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and it was reported that the patients prior uti was (B)(6) 2016 and was diagnosed. The hcp reported that the cause was of the uti was a bacterial infection and was related to the patients underlying urinary dysfunction. The uti was not related to the device or therapy. The uti was treated with cipro. The patient had a follow up on (B)(6) 2016 and was infection free and no further utis. The device was working well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's healthcare provider reported that the patient had seen enough improvement in the number of accidents to proceed with a permanent device. It was also noted that the patient thought that they may have had a urinary tract infection.